Manufacturer narrative:
The reported event of high impedance was confirmed. Electrical testing of the return lead showed open on channel#3. Also, x-ray showed a broken wire. The root cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2020 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to high impedance on a lead. Troubleshooting was unable to resolve the issue. X-rays showed no anomalies. As such, surgical intervention may take place at a later date to address the issue.